Event description:
Terumo received the following reported information: after flushing the microcatheter, during the insertion of a 0.014" command standard guidewire, it was observed that the guidewire was unable to advance beyond the midpoint of the microcatheter. Additionally, the distal segment of the microcatheter exhibited an abnormal consistency, described as similar to chewing gum. Subsequently, the guidewire was removed and the microcatheter was flushed again. During this process, it was observed that the distal portion of the microcatheter showed multiple micro-perforations.

Manufacturer narrative:
. D2b: procode: dqo, kra. . E3: occupation: other doctor g4: 510k: n/a. Since the involved device was not returned, it was impossible to analyze. At our company, for progreat lambda, appearance inspections and dimensional measurements are performed on a sampling basis for each manufacturing lot. Additionally, during the manufacturing process, a 100% visual inspection is conducted prior to assembly onto the holder. A review of the manufacturing records for lot 241100970 revealed no abnormalities that could cause issues such as poor catheter trackability or perforation. We conducted an investigation into past complaints of a similar nature. As a result, no similar complaints were found for lot 241100970. Since the involved device was not returned and no abnormalities were found in the investigation, we could not identify the cause of the poor catheter trackability or perforation. Terumo medical products (tmp) (importer), registration no. (B)(6), is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.